Manufacturer narrative:
(B) (4). (B) (4).

Event description:
The reporter stated, the surgeon implanted and removed an aa4203tl toric silicone single piece lens. There was no pt injury. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.